Event description:
It was reported that the patient was unable to bear weight on their leg after a revision procedure. Surgical intervention may be taken to resolve this issue.

Event description:
It was reported that the patient was unable to bear weight on their leg after a revision procedure. Physician found lead to have migrated causing motor issues when turned on. Surgical intervention was undertaken on 11 october 2022, where the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.